Event description:
Pt has had a bi-ventricular pacemaker since 2002 with a generator exchange in 2006 and recent generator exchange (B)(6) 2010, at the (B)(6) heart hospital at which time, the leads were functioning normally per the (B)(6) medical record. The pt had his routine pacemaker check last week and reports that was fine per (B)(6) heart institute. Pt reports that he was in his usual state of health this morning, and at 08:15, he sat down to eat breakfast, and after taking one bite of cereal, he experienced acute dizziness, feeling shaky and had chest and throat pressure. He reports yelling for his wife to help him get to the couch. The wife reports that he was very pale and called 911. Upon arrival in the emergency room, the pt was found to be in complete heart block ventricular escape rhythm with a heart rate of 34 with no cardiac pacing. I was unable to interrogate the pacer and there was no magnet response. Technical services was notified and informed me the pacer was presumed "dead" and needed to be exchanged. Pt was brought to the cath lab and a new generator was implanted. The leads were functioning normally today when tested during the procedure. The device was sent back to guidant/(B)(4).